Event description:
Removal of bilateral silicone breast implants, bilateral capsulectomy, bilateral replacement with saline implants. In 1982, bilateral simple subcutaneous mastectomy for severe fibrocystic disease and placement of silicone implants. Pt has/had complaints of pain and she had abnormal mammograms and capsular contracture.